Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient stated that the receiver was displaying a "wearable failure". The patient stated she was alone and trying to contact dexcom regarding the issue and during this time, she passed out. The patient's neighbor reportedly called an ambulance. The patient was transported to the hospital and en route, her blood glucose was checked and it was 23 mg/dl. The patient stated that the cgm was not receiving readings. At the hospital, the patient was assisted by nurses and doctor's; however, she could not recall treatment provided to her except for being rehydrated. The patient was discharged from the hospital the same day. At the time of the report, the patient was doing fine. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4), h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.